Event description:
Ls chole- "clip applier dry fired 1st clip the double loaded on next squeeze then misfed on next squeeze. A second clip applier was opened and the clips did not appear to fully close. The distal tips of the clips were wide open while attached to the duct." Patient status - good.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Upon inspection, engineering determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The root causes could not be determined as engineering was unable replicate the incidents. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.